Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced dexcom cgm readings that were low throughout the day while a concurrent fingerstick measured ¿high,¿ and attempts to calibrate the sensor initially generated a ¿sensor could not be calibrated¿ alert; no data were available in the report despite attempted sync, and the user was instructed to disconnect from the ilet and administer manual insulin injections with follow-up fingerstick checks. Symptoms included vomiting and hyperglycemia. Outcomes included user education, temporary pump disconnection, and home management without hospitalization. Investigation included troubleshooting, calibration attempts, data synchronization attempts, and clinical guidance to verify blood glucose by fingerstick and manage with injections. Investigation of this case revealed a cgm inaccuracy and calibration failure leading to discordant glucose readings and subsequent hyperglycemia management while disconnected from the pump; the device and component implicated were the cgm interface and sensor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.